Event description:
(B)(4). I fell and broke my femur and had a CT scan done and some xrays on the broken bone and pelvic area. The CT scan or xray showed my fishie clips that had been put on around (B)(6) 2006 or (B)(6) 2007 were no longer intact. And that atleast one, if not both are free floating in my abdomin. Waiting to see og/gyn to get them out!